Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388 lead, implanted: (B)(6) 2007; 5076-52, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not reach expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.